Event description:
Her daughter felt shaky and the device result was 118mg/dl. A repeat test result was 47mg/dl. The mother gave her food. The device was replaced and requested to be returned for evaluation.